Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with a grade of 4+ and prolapsed posterior leaflet. A steerable guide catheter (sgc) and a mitraclip ntr were inserted without issues and grasping was performed. However, difficulties visualizing the clip during the procedure occurred, the sgc was not functioning as intended, and a cable break was suspected. It was noted that the user was unable to turn the +/- knob, resistance was encountered while rotating the +/- knob, the sgc +/- knob was unable to hold position, the knob rotated freely, and the knob moved in an unintended direction, which then interacted with the clip, causing leaflet damage. It was noted that the mitraclip ntr was grasping the leaflets when the leaflet damage was observed. Therefore, the sgc and clip were removed from the patient and the procedure was discontinued. The patient was transferred for a cardiac operation. There was no clinically significant delay in the procedure.

Manufacturer narrative:
All available information was investigated, and the reported loose knob, unintended knob movement, knob resistance, and knob jam were not confirmed via device analysis. The reported cable break was confirmed via device analysis. Additionally, it was observed that the distal tip could not be curved. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and the returned device analysis, the cause of the reported loose knob, unintended knob movement, knob resistance, and knob jam were unable to be determined. The observed unable to curve sgc was a cascading event of the reported cable break. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.